Event description:
It was reported that before the surgery, the handpiece had no power. There was no patient involvement. There was no medical intervention or surgical delay. During investigation, it was discovered that the unit would not run as the corroded motor was seized. Due diligence is complete, and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit would not run as the corroded motor was seized. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: poland.